Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿overfeeding". The unit was triaged and the reported issue could not be confirmed at this time; the device passed both average rotor timing and volumetric accuracy testing. The device went through and passed recertification as well. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump was over pumping during testing. There was no patient involvement.